Event description:
This spontaneous report was received from a consumer regarding a 2.5-year-old female child in association with a welly health flex fabric bandage. On (B)(6) 2025, the consumer had a welly health flex fabric bandage applied over a small scrape on the leg. On (B)(6) 2025, the bandage was removed it pulled away a layer of the skin (also reported as a small bit of skin), leaving a raw wound. The injury was painful. Medical intervention included wound care was provided to prevent an infection and scarring. Hydrocortisone was applied for the redness.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.